Event description:
Brush heads are no longer clicking into place...brush head to come loose - oral-b [device connection issue] . Case narrative: male consumer via phone stated that the oral-b toothbrush heads no longer clicked into place on his oral-b junior toothbrush, causing the oral-b toothbrush head to come loose mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.